Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired. The device was difficult to open but when the device was removed from the patient the device had fully cut but partially stapled. The procedure was covered to open due to the bile coming out of the gall gladder. Bovie and sutures were used to complete the case with no further patient consequence. Additional information: "at this time, there has been no negative report from the surgeon about the patient. She fully recovered after becoming an unplanned admission s/p surgery procedure. It happened on the first firing. It was used on the proximal end of the gallbladder distal end of cystic duct; not aware of the staple line distal versus proximal portion that fired. The device was not fired over any clips or other hard objects. (B)(6). No pre-existing conditions."

Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the tsw35 device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/4 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck and sled were found damaged. The damage found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties noted. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.